Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced a skin flap infection and device migration. The recipient was treated with cefuroxime and clindamycin from (B)(6) 2016 to (B)(6) 2017. On (B)(6) 2016, the recipient underwent a wound cleaning and device repositioning. The recipient was hospitalized from (B)(6) 2016. The recipient was recommended device non-use for six weeks. The recipient was hospitalized (B)(6) 2017. On (B)(6)2017, the recipient underwent wound revision surgery and the recipient's device was explanted. The recipient will be reimplanted at a later date. The recipient's infection has resolved.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was severed near the electrode ground ring prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.